Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system stopped responding during surgery, forcing users to reboot to recover the station. The customer stated that there was a delay to access medications, but that their pharmacy department assisted them in obtaining what was required. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the based on the customer's reported performance issues a hotfix was required to resolve. After the hotfix was applied, the device was monitored by the support team and the customer, no further issues were reported. The system functioned as intended.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, d9, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 12-oct-2021 to 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station got froze several times when nurses tried to sign in. The technical support specialist dialed into the station and was able to apply some hotfixes, but issue was already resolved, and no information was provided how the issue was resolved. Case was closed, customer decided to not follow through on the case with no resolution. The technical support specialist confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis anesthesia es system stopped responding during surgery, forcing users to reboot to recover the station. The customer stated that there was a delay to access medications, but that their pharmacy department assisted them in obtaining what was required. There were no adverse events or injuries reported based on this event.